Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The patient, via the manufacturer representative (rep) reported that when the implantable neurostimulator (ins) was on, the patient had a burning sensation at one of the lead sites. When stimulation was turned off, the burning went away. The physician ordered x-rays and determined that there was nothing defective with the lead. From the physician request, the rep used the opposite lead from the burning sensation and the burning no longer occurred. Indication for use included non-malignant pain.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The manufacturer representative (rep) reported that the implantable neurostimulator (ins) was implanted in 2016. There was a report that the cause had not been determined. It was reported by the rep that the patient's appointment went fine. During implant in 2016, there were two leads placed. Currently they were using one of the leads and their burning sensation had gone down quite a bit. They still experiences slight burning when the stimulator was on at the lead sight but not as strongly as before. It was reported that they do not expect the burning sensation to go away, however the surgeon suggests waiting 6 months to "let the system settle in."

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.